Event description:
It was reported that this was a venotomy closure of two access sites in the right common femoral vein using two proglide devices after a cardiac ablation interventional procedure with an 8f and 10f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred for both devices. An additional proglide device was used to achieve hemostasis at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely a cuff miss occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.